Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown cause. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown cause. No additional adverse patient effects were reported.